Event description:
(B) (4)

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis found that the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. When external power was applied, the device was fully functional and current drain levels were normal. Destructive analysis of the device found no internal short in the battery. The root cause was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Other: implantable pacemaker/cardio/defibr, it was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. Other: premature eri (elective replacement indicator)